Event description:
It was reported that removal of chronic device, the leads were found to be twisted around themselves numerous times, suggestive of twiddler's syndrome. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.